Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. The customer did not provide the symptoms regarding low blood glucose. The customer was treated for the low blood glucose by eating. The customer refused troubleshooting for low blood glucose level. Customer stated that blood at site. The insulin pump was not returned for analysis.